Event description:
It was reported that the patient presented in the ER due to electric storm. The device was found in backup vvi mode. The patient expired on (B)(6) 2012. ICD analysis identified a mark on the can, confirmed to be arcing from the lead to can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to reevaluation of event multiple external insulation abrasions were found between 36.7cm to 41.9cm from distal tip, consistent with friction to the ICD can. In one location on the electrode portion of the lead, the rv cables were fractured and melted. In the second location one reetfe cable was abraded and the inner coil was visible. A third external abrasion was noted beneath the distal end of the suture sleeve, but the cables were intact in this region.